Manufacturer narrative:
Most recently, information was received that this medical device was removed from service, as a result of allegation of memory corruption. This device has not yet been returned to boston scientific for analysis purposes. The boston scientific local area sales representative confirmed that the patient was not pacemaker dependent. The investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
To date, investigation remains ongoing. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) experienced memory corruption as a result of exposure to radiation. The boston scientific technical services representative recommended device changeout once the patient's radiation treatments were completed. It was not known at the time of this initial report whether the patient were pacemaker dependent or reliant upon tachy therapy. Recently the device also reached elective replacement indicator (eri) with a charge time measurement of 15.9 seconds and a monitoring voltage measurement of 2.55 volts. There were no reported adverse patient effects associated with this clinical observation.